Event description:
Patient was revised to address loosening of the cup, which is vertical. The cup had worn 2-3 lines in the neck below the trunion. Metalosis was shown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.